Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed an opening assessed as surgical damage and observed an opening assessed as an unidentified (tear) opening. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade I confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture and capsular contracture, baker grade I confirmed via ultrasound. This record is for the left side. The device has been explanted and replaced with a non-abbvie device.